Event description:
New information received notes the patient's atrial lead presented with oversensing noise that led to inappropriate automatic mode switch (ams). Prior to the lead being capped the patient presented with dizziness and lethargy. Post-procedure the patient was stable.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the right atrial lead exhibited unspecified oversensing. The lead was capped and replaced on (B)(6) 2023. The patient's condition was unknown.